Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1z2yb, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp stated that patient has partial lead still implanted. Hcp received information from mdt rep who indicated that patient does have a partial lead left in. Mdt rep was present during the ins/lead replacement surgery in (B)(6) 2021. No further complications were reported at this time.